Event description:
It was reported that the pump was infected and that the one month old pump was replaced with a new one, in a different location, to avoid withdrawal. It was said there was drainage and incisional wound opening at the device pocket. The pump was delivering lioresal at 1998 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Additional information from the health care provider (hcp) stated a culture was taken and came back as methicillin resistant methici llin-resistant staphylococcus aureus (mrsa). A new pump was placed the same day the old was removed. It was unknown if the patient had a history of mrsa prior to the pump being placed. The patient was seen last on (B)(6) 2013 for follow up since the replacement. The therapy was going well and the infection had resolved.

Manufacturer narrative:
(B)(4).